Event description:
Patient was received emergently from micu with acute myocardial infarction and early onset cardiogenic shock. Urgent prep for coronary intervention was performed. Patient tolerated pci (percutaneous coronary intervention) well, with neurologic status intact, though hemodynamic status continued to slowly deteriorate. Iabp (cs-300 automated counterpulsation) catheter was inserted through the existing right femoral artery access site post-ptca for continued, progressive symptoms of cardiogenic shock. (B)(6) mobile care was notified for emergent transport to (B)(6) (medical center) for consideration of urgent CABG (coronary artery bypass graft). Upon arrival of (B)(6) mobile care, the iabp machine was removed from its wheeled carriage as quickly as possible, with approximately a 60-90 second with the patient, for transportation to (B)(6). (B)(6) staff later reported that device powered down again unexpectedly during transport.